Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 6. On (B)(6) 2021, loss of osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility and inflammation. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 6. On (B)(6) 2021, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.